Event description:
Boston scientific received information from the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, that their lead was loose. Additional information was received from the local field representative that the device and lead exhibited a high out of range pacing impedance measurement approximately one year ago. The patient was seen in clinic. All lead measurements were observed to be within an acceptable range and the physician was unable to reproduce an out of range impedance measurement. Recent pacing impedance measurements were observed to have fluctuated. Additionally, shock impedance measurements were observed to have increased. All other lead measurements were observed to be within an acceptable range and no noise was observed on the lead. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.